Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. Approximately, three months following the procedure, the patient was seen in the office and presented with symptoms of menstrual pain for twenty four hours. On examination, the patient had a tender uterus. The surgeon performed an ultrasound and noted a three centimeter pocket of old blood at the upper fundus. The patient had a small hematometra. The physician tried accessing it in the office with a probe, but failed. The physician stated that it appeared to be a case of classical post ablation tubal sterilization syndrome with a hematometra into the tubal stump. The patient underwent a total vaginal hysterectomy. The physician stated the patient is now doing well. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.